Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Wife reported that a stoma site infection started either on (B)(6) 2018 or (B)(6) 2018. On (B)(6) 2018, the patient was seen by physician and oral antibiotics keflex was prescribed for stoma site infection. Wife reported that the infection is clearing up.